Event description:
Around 2 pm on monday (B)(6) 2013, doctor in ed noted a burning smell. It was tracked to a storage room with blanket warmers, medication cart, and battery chargers. It was discovered that the battery in the charger overheated and was smoking. The unit was removed from the wall and taken outside extinguished. We notified the stinger company and they sent their representative to investigate and examine battery and battery pack. We had nine patients that were near the area of the event, but were evacuated to other parts of the ed.